Event description:
An operating room supervisor nurse reported that during the initial preparation of the phacoemulsification machine and prior the initiation of the surgeries, during the start-up of the machine, a system message was displayed. The system did not recognized the footswitch. There was no patient involved. No cancellation or delays of the operations occurred since another machine was used. No further information is expected. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).